Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions after the initial MDR was filed. Visual inspection revealed the inner shaft tip was completely detached from the shaft. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips, or another metal object, resulting in damage to the blade. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tip broke off of the arthroscopic shaver in patient. The tip was right on top and they did not have to "fish" for it. The device was replaced to complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. No additional information is available from the facility. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The device is not available for return. As the device was not returned, evaluation was unable to be performed. No device information was reported and the customer did not report lot information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips, or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the tip broke off of the arthroscopic shaver in patient. The tip was right on top and they did not have to "fish" for it. The device was replaced to complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. No additional information is available from the facility. These are commonly used devices that are readily available.